Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine and anaemia of pregnancy. Concurrent conditions included dysfunctional uterine bleeding, metrorrhagia, back pain, neck pain and uterine leiomyoma. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine"), headache ("headache"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions ("severe adherent bladder to uterus") and abdominal pain lower ("lower left and right quadrant"). The patient was treated with iron, folic acid, prenatal vitamins, surgery (hysterectomy with bilateral salpingectomy to remove the essure implant) and surgery (nova sure endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, pelvic adhesions, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, alopecia, vaginal discharge and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: small fibroid of the uterus . Confirming pelvic pain, abdominal pain, genital hemorrhage, dysmenorrhea,menorrhagia,headache. Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case concerns medically confirmed. Reporter information was added. This case concerns 32 year old patient. Her demographic was updated. Her historical/concurrent conditions were added. Lab data was added. Essure insertion and removal date was updated. Essure indication was amended. Treatment medications were added. Following events: abnormal bleeding (general), abnormal bleeding (menorrhagia/vaginal), severe adherent bladder to uterus, migraine, headache, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, vaginal discharge and lower left and right quadrant. She had recovered from the aforementioned events. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.